Manufacturer narrative:
(B)(4). Date of event: unknown. . No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the gel in a bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin failed to migrate completely after centrifuge. There was no report of injury or medical interventions.